Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device malfunction: difficulty to remove device, opened vessel locator wings. Time of malfunction: during closure procedure. Symptoms/ae: surgical intervention. It was reported that a physician attempted arteriotomy closure with the starclose device after an unspecified procedure. The thumb advancer did not fully advance and stopped approximately 1 cm from the finish arrow. The safety release button was pressed and it reset the safety system to its original position, but the device could not be easily removed. Doppler ultrasound showed the vessel locator wings remained open in the vessel. The device was surgically removed and hemostasis was surgically achieved. There was no adverse patient sequela. Though requested, no additional information was available.